Manufacturer narrative:
Philips service replaced suite pc; system operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that x-ray system failed to start due to defective suite pc on a azurion 7 b20. The clinical use of the system was outside of use. There was no reported patient or user harm.